Event description:
Patient to ir (interventional radiology) room for angiogram, doctor case with mac (monitored anesthesia care) anesthesia. Patient was sedated and prepped for procedure. Ir tech stepped on fluro peddle and error occurred, fluro not working. Bio med was called immediately, and they came straight to ir to help trouble shoot issue. In mean time, ir tech continued to step on fluro peddle and was able to get it to work prior to bio med getting into department. Procedure was able to be completed at this time. It is not standard practice for ir techs to test fluro prior to procedures. In result of this: patient was sedated prior to start time of procedure longer than needed, delay in care.